Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a social media post that the customer experienced high and low blood glucose incidents with high blood glucose levels of 404 mg/dl at the time of the incident. The customer did not mention how they treated the highs and lows. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The auto mode on the insulin pump was most likely active and automatically adjusting insulin delivery during the events. The customer also reported a loose retainer ring and their pump not delivering proper dosage due to this issue. The customer mentioned sensor glucose versus blood glucose differences and threshold suspend when the blood glucose levels were around 375 mg/dl but the sensor was reading 43 mg/dl. Troubleshooting was not completed and the customer could not be reached back for additional information. The insulin pump will not be returned for analysis.